Manufacturer narrative:
Date sent to FDA: 6/29/2020. Additional information: d4, h4. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Mwr-(B)(4) submitted for adverse event which occurred on (B)(6) 2018. Mwr-(B)(4) submitted for adverse event which occurred on (B)(6) 2019.

Event description:
It was reported by an attorney that the patient underwent umbilical hernia repair surgery on an unknown date and two mesh products were implanted. It was reported that the patient underwent removal surgery, debridement of an abdominal wall abscess and wound vac placement on (B)(6) 2018 during which the surgeon noted that he encountered old mesh which he then dissected completely off the fascia. Dense adhesions were noted within the omentum and inner side of the mesh, which were carefully taken down and the mesh was completely removed. It was reported that the patient underwent an abdominal wall incision and drainage with sharp debridement on (B)(6) 2019 during which the surgeon noted the edges of the abscess cavity were tough and some filaments of mesh could be seen in the area. All of this area was then sharply debrided to remove all the thickened inflamed tissue. It was reported that the patient experienced severe pain, inflammation, scarring, dense adhesions, abscess, numbness, tingling sensation, impaired sexual relations, mesh dissection, mesh removal, stress and anxiety. The patient had a previous mesh implanted on (B)(6) 2007 which is captured in a separate files. No additional information was provided.